Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with infection. The cardiac resynchronization therapy defibrillator, right atrial lead, right ventricular lead and left ventricular lead were explanted without incident or adverse patient effects.